Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100625617, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100614318, model/catalog description: control pump fgs iz, unique identifier (UDI) # (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with the cuff size as the reason for recurring incontinence may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) was experiencing continued recurring incontinence. The reason for the continued leakage was noted as cuff size. The cuff was replaced from a 4.0 cuff to a 3.5 cuff. There were no additional patient complications.